Manufacturer narrative:
This report is for an unk - nail head elements: helical blade/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent an unknown surgery. When inserting the guide wire, the blade through the blade drill sleeve and the tissue protection-the blade could not be inserted into the nail. They had to removed and reinserted without the brace. The reason was the guide wire was passed past the nail and therefore the blade was inserted past the nail following the guide wire. There were no fragments generated. The surgery was delayed 15 minutes. The procedure was completed successfully, and there were no patient consequences. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown drill sleeve (part # unknown, lot # unknown, quantity 1), unknown aiming arm (part # unknown, lot # unknown, quantity 1), unknown guide wire (part # unknown, lot # unknown, quantity 1)/ this is report 1 of 3 for (B)(4).